Manufacturer narrative:
The device was not returned to olympus for evaluation. In speaking with olympus technical assistance support (tac) via phone, the operating room manager assumed the distal end cover fell off due to possibly being caught on the bite block. The operating room manager believed this happened while lowering the scope into the esophagus while readjusting to begin the procedure. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the distal end cover fell off into the patient's mouth while using the duodenovideoscope. The issue was found during the procedure. There were no reports of patient harm. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to handling of device by the user; the distal cover would not come off scope distal end when distal cover is correctly attached as per the steps in the instructions. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): operation manual states the detection method at chapter 4 - 4.1. Operation manual states the preventive measures at chapter 3 - 3.5. Olympus will continue to monitor field performance for this device.

Event description:
The malfunction occurred at the start of an endoscopic retrograde cholangiopancreatography, therapeutic procedure and was completed with another device. There was a 3 (three) minute delay.